Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 that the screwdriver did not have a good grip. This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part number: 314.116 lot number: 28p9777 manufacturing site: (B)(4) release to warehouse date: 02 december 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspection of the images provided, the allegation of inability of assembly of the screwdriver shaft cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.